Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. There was contamination on the 400 mesh screen and compressor screen. The system senses pressure changes to the o2 valve, causing the compressor to turn on and provide additional air volume. However if the internal flow screen has contamination on the screen the pump will slow and may fail to provide adequate volume of air causing the ventilator to alarm. The device's mesh screen and compressor screen were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "o2 valve failure" and "pump failure" messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.